Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Therapy was ongoing. Treatment information was not reported. It was unknown if the patient recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon further investigation, it was reported that the patient (pt) did not have peritonitis as previously reported to baxter. The pt had an infection near the peritoneal dialysis (pd) catheter site, on the abdomen, due to trauma at school. The pt was hospitalized for the event for two days. On an unreported date, the pt was recovered from the infection.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13j02043 and h13j16118 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis could not be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).